Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Palate injured [palate injury], brush head broke off in mouth / piece of metal came out and the brush is off it [device breakage], head broke off in my mouth / as a result, my palate got injured [injury associated with device]. Case description: consumer e-mailed stating the brush head broke off in his/her mouth; a piece of metal came out and the brush was off it. No serious injury reported.

Event description:
Palate injured [palate injury]. Brush head broke off in mouth / piece of metal came out and the brush is off it [device breakage]. Head broke off in my mouth / as a result, my palate got injured [injury associated with device]. Product counterfeit [product counterfeit]. Case description: consumer e-mailed stating the brush head broke off in his/her mouth; a piece of metal came out and the brush was off it. No serious injury reported.

Manufacturer narrative:
18-sep-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 17-sep-2018. Toothbrush heads confirmed to be counterfeit.